Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified extension tubing set and was being used to deliver an unspecified volume of packed red blood cells (prbc's), at an unspecified rate. At 2300, it was reported that the option-lok male adapter of the tubing set disconnected from the female adapter of the extension tubing set. The customer contact reported that the nurse reconnected the option-lok male adapter to the female adapter and the therapy male adapter to the female adapter and the therapy was resumed. One hour later, it was reported that the option-lok male adapter again disconnected from the female adapter of the extension tubing set. It was reported that an unspecified volume of prbc's leaked. At this time, the nurse reconnected the option-lok male adapter to the female adapter of the extension tubing set and taped the connection. The customer contact reported that the delivery was completed. There were no reported adverse pt effects and no reported delay of critical therapy to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 271535h and 281625h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.